Event description:
The patient was reportedly not replacing the battery on the pump after low battery alarms. The low battery alarm occurred the night before calling animas and the patient did not change the battery at that time. The pump was reportedly out of power at school the next day. The patient's blood glucose reading was subsequently "hi" as read on his meter. The patient was vomiting and his mother said he had ketones but was not sure what amount of ketones the patient had. The school nurse corrected the patient's blood glucose by programming a bolus dose from the pump once the battery was replaced. The patient's mother told the nurse to give the patient an injection of insulin via a syringe and both were given. After changing the battery, the pump powered on. This complaint is being reported as the pump allegedly lost power and the patient subsequently experienced a reading and a symptom indicative of hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient reportedly did not change the battery after a low battery alarm causing the pump to lose power. Since the pump lost power and insulin delivery ceased, this can cause the patient's blood glucose level to increase as it did in this complaint. The owner's booklet states that after a 'low battery' alarm the battery is expected to last for a minimum of 30 more minutes.